Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 132 mg/dl. No significant events leading to the alarm were observed. The customer stated that he was able to rewind the insulin pump. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime unit during the prime test due to a faulty force sensor. The motor was tested outside the device and passed. The unit was received with cracked case at display window corners, and severely scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.